Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Only the connector portion of the lead was returned in one piece measuring 7.4cm. Final analysis found an external abrasion breaching the outer insulation exposing the outer coil due to friction to the device can at 6.8cm to 6.9cm from the connector pin. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.